Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that upon powering their device on, that it would freeze during the initial power on self-test and would only show "self test in progress." On its display.  As a result, defibrillation may not be possible.  There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio-control provided the customer with a quote for the recommended repairs; however, the customer declined service and requested that the device be returned to them unrepaired. The cause of the reported issue could not be determined.